Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient who had an implantable cardioverter defibrillator (ICD) and this lead was receiving inappropriate shocks. The physician elected to replace the lead and ICD (not a cpi device) at this time.